Manufacturer narrative:
While this device has gained initial PMA approval, it has not been commercialized, imported or sold in the us and no implantations have been performed as of the date of this report. The implant was explanted. The subject device is part of the voluntary field corrective action initiated for neuro zti on (B)(6) 2021 (international recall #211014).

Event description:
The chru reports "we have a cochlear implant explant to return to you". The date of explantation, the reason of explantation, the implant type and serial number were not communicated.